Manufacturer narrative:
Correction/additional information: lot number - dr18h02066, dr18a08068, and an unknown lot number. A second single-use device was received for evaluation. Visual inspection revealed a particle approximately 6.5mm in length inside the bag. The medication port was inspected for needle punctures which revealed a single puncture within the target area. The morphology of the elongated particle was consistent with particles generated by a needle scrape mechanism. The reported condition was verified. The cause of the condition was determined to be a needle scrape at the time of use by the customer. A photograph of one sample (previously reported as two) was received for evaluation. Visual inspection of the photo showed a transparent piece of foreign material inside the fluid pathway. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted for lots dr18h02066 and dr18a08068 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number # dr18h02066 and an unknown lot number. One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection was performed on the filter, and no particles were noted. The reported condition was not verified. Photographs of two samples were provided for evaluation. Visual inspection of the photographs revealed a transparent piece of foreign material inside the fluid pathway of the bags. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that there was particulate matter in at least three (3) 500 ml intravia containers. The particulate matter was noted before patient use. There was no patient involvement for at least two of the events; patient involvement was unknown for the third event. No additional information is available.